Manufacturer narrative:
UDI information: (B)(4). Sample was received for evaluation. The position of the cam when valve was received was at setting 1. The valve was visually inspected; no defects were noted. The valve was hydrated. The valve was tested for programming and the valve passed the test. The valve was flushed, and the valve passed the test no occlusion was noted. The valve was leak tested and no leaks noted. The valve was reflux tested and the valve passed the test. The siphon guard was tested, and the valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested and the valve passed the test. No root cause could be determined as the technician was unable to confirm the problem reported by the customer. No lot information was provided therefore no manufacturing records could be reviewed. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that a certas plus valve (ID 828804) was implanted via vp on the top of the head. The date of implantation and the initial setting are unknown. It was confirmed that the setting could not be changed and a revision surgery was performed on (B)(6) 2019. The setting of the removed valve was 1. The surgeon requested an investigation to see if there was anything obstructing the valve. The patient is recovering well. The tool kit was placed parallel to the valve. A low-profile locator was used. No further information was provided by the hospital.